Event description:
It was reported that a malfunction occurred. There was no information provided regarding the impact on the customer's blood glucose level. A replacement pump was issued, and the faulty device is expected to be returned.